Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical resection of colorectal cancer, when the colon tissues were detached, there was poor staple formation and the staple line was incomplete distally that was fixed by hand sewing. Device was replaced with a new one to complete the case.